Event description:
A malfunction was reported on a pump by the caller, who noted that no notable events occurred before the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller with the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.